Event description:
Man was ambulating in merry walker device, apparently fell, though not witnessed. Found on floor on right side with laceration over right eye. Sent to ER where it was found that left eye was herniated (man had, some months ago, had surgery, lens implant, to the left eye).